Event description:
It was reported that during use of the ht command 18 st 10cm guide wire (gw), the tip of the gw separated. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial report being filed, it was reported that the tip of the gw separated in the guide catheter (gc); therefore, the gc was removed with the separated tip and resistance was noted during withdrawal with the gc. No additional was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed as polymer separation. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a guide catheter encountered resistance during removal over the guide wire. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Analysis of the returned wire confirmed the tip separation as a polymer separation. It is possible that the wire sustained polymer damage during the procedure contributing to the resistance with the catheter. Additionally, it is possible that manipulation of the wire, when resistance was encountered, contributed to further polymer damage and the separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.